Event description:
Description of the problem (what / why) - insertion pin broken off. How many times did the defect occur - once medical intervention (other than first aid) - no needle stick/probe stick - not required. Other measures taken - no indication / not applicable. Safety problem - no problem solved - yes how was the problem solved / additional information - introducer pin removed, replacement used. Photo / sample available - yes safety valve broken / damaged / defective - no indication / not applicable. Safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no indication / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - yes impact on patient - had to use another bottle. Contact with blood / body fluids - no indication / not applicable change in course of treatment due to event - no indication of this / not applicable. Time spent in catheter - (B)(6) 2023 where is the catheter located: in the abdomen or chest? - chest connected device (pleurx/peritx/brand) - 50-7510 procedure performed by - employee ewimed. Performed at - home. Additional information - none / not relevant. Could you please answer if the device was received this way or did the access tip break off while connected to the patient catheter? - we do not know if the access tip arrived already defective however the access tip broke off completely during the drainage then.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: two photos and one sample were provided to our quality team for investigation. Through visual inspection, it was observed that the access tip is broken; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001450337 was performed and no recorded quality problems or rejections related to this incident were found. A review of machine records verified that all preventative maintenance was performed according to procedure and machine parameters were within required limits. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401. Patient problem code: f26.

Event description:
Description of the problem (what / why) - insertion pin broken off. How many times did the defect occur - once. Medical intervention (other than first aid) - no. Needle stick/probe stick - not required. Other measures taken - no indication / not applicable. Safety problem - no. Problem solved - yes. How was the problem solved / additional information - introducer pin removed, replacement used. Photo / sample available - yes. Safety valve broken / damaged / defective - no indication / not applicable. Safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no indication / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - yes. Impact on patient - had to use another bottle. Contact with blood / body fluids - no indication / not applicable change in course of treatment due to event - no indication of this / not applicable. Time spent in catheter - 2023-03-02. Where is the catheter located: in the abdomen or chest? - chest. Connected device (pleurx/peritx/brand) - 50-7510. Procedure performed by - employee ewimed. Performed at - home. Additional information - none / not relevant. Per follow up: could you please answer if the device was received this way or did the access tip break off while connected to the patient catheter? - we do not know if the access tip arrived already defective however the access tip broke off completely during the drainage then.